Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2010 and met specifications prior to pt placement. The bed was returned to kci on (B)(4) 2010 for evaluation. Evaluation of the bed determined that the foot jack motor was malfunctioning causing the bed the inability to supine and then rotate to prone the pt. The foot jack motor was replaced.

Event description:
On (B)(4) 2010, the nurse reported that the bed would not prone. As an alternative to pronging the pt, the nurse placed the pt in reverse trendelenburg. The bed did not execute the supine position as expected by the nurse. The bed would not lower all the way and the screen would not change in order to press the prone button. The bed would not reset in order to prone the pt. The pt had been on the rotoprone bed from 16 oct to (B)(4) 2010. There was no reported injury or harm with this event.